Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that on (B)(6) 2021, subject flow diverter stent implantation procedure along with coil embolization was performed in a patient with unruptured fusiform left internal carotid artery c2, side wall type aneurysm. 12 month post procedure patient presented with transient ischemic attack and ipsilateral stroke. In-stent stenosis and near occlusion of parent artery was observed after which patient was changed from clopidogrel to effient antiplatelet medication. The symptoms lasted for less than 7 days and the patient was allowed to recover on (B)(6) 2022.

Event description:
It was reported that on 18 aug 2021, subject flow diverter stent implantation procedure along with coil embolization was performed in a patient with unruptured fusiform left internal carotid artery c2, side wall type aneurysm. 12 month post procedure patient presented with transient ischemic attack and ipsilateral stroke. In-stent stenosis and near occlusion of parent artery was observed after which patient was changed from clopidogrel to effient antiplatelet medication. The symptoms lasted for less than 7 days and the patient was allowed to recover on (B)(6) 2022.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As per the additional information, no damage was noted to the device prior to use and the device was prepared as per dfu for this product. Additional information did not indicate a user related issue. An endovascular aneurysmal coil embolization procedure using 3 coils was also performed with intracranial endovascular aneurysmal flow diverter stent placement procedure. Full expansion of stent cell with apposition to vessel wall achieved after implantation and confirmed under fluoroscopy. The preoperative type, shape, and size of the intracranial aneurysm was unruptured fusiform left ica c2, side wall type. There were no changes observed in the size or shape of the aneurysm during follow-up. The parent vessel did not have stenosis prior to treatment. The stenosis site was the same as where subject device was implanted. In the physician¿s opinion, the stenosis was related to the subject device. The symptoms the patient presented with were both stroke and tia. The symptoms lasted less than 7 days. The patient on clopidogrel before the onset of tia and the medication was changed after tia to effient. The patient¿s current condition is recovery. The reported 'patient parent vessel stenosis', 'patient stroke¿ and 'patient tia (transient ischemic attack)¿ is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.